Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info regarding the pt and event has been requested.

Event description:
Literature: laguna del estal p, castaneda pastor a, lopez-cano gomez m, garcia montero p. [Bacterial meningitis secondary to spinal analgesia and anesthesia]. Neurologia. November - december 2010;25(9):552-556. Summary: the authors studied a 485 bed university hosp serving a population of 600,000 residents. They reviewed the charts of all patients older than 14 years who were diagnosed with meningitis during a 25-year period (1982-2006) who were implanted with some kind of spinal analgesic device or had rec'd epidural anesthesia during a surgical procedure. During the study period, 239 cases of acute bacterial meningitis (abm) were diagnosed however only 8 patients were implanted with spinal analgesic devices or had rec'd epidural anesthesia, which was 3.3% of the total of abm. Five (62.5%) cases of meningitis were community-acquired and 3 (37.5%) were nosocomial. Reportable event: (B)(6) male, experienced fever, headache and reduced consciousness and neck stiffness 7 days following the procedure for thalamic syndrome. Cerebrospinal fluid analysis revealed leukocytes 1800/mm3, protein 280 mg/dl, glucose 20 mg/dl, (gram stain not performed). Cultures revealed, (B)(6) and was considered to be nosocomial meningitis (intrahospital). The pt was treated with ceftazidime, vancomycin, tobramycin and rifampicin for 17 days. The pump and intrathecal lumbar catheter were explanted and the final pt outcome was reported as 'recovered without long-term effects'.